Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported premature deployment. In this case, it may be possible that inadvertent mishandling while removing the device from its packaging contributed to the reported premature deployment; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
It was reported during removal of a 10x30mm absolute pro from its packaging the device began to deploy, but was not flowered. Another unspecified device was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay reported. No additional information was provided.